Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a software error alarm on the insulin pump. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a constant alarm and the problem was isolated to the mother board. The insulin pump was received with a cracked reservoir tube lip.